Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section has been corrected: d6b. The following sections have been updated: b4; b5; g3; h2; h6; h10; h11. D6b: the tibial tray was not explanted. The product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, five (5) months post-implantation, the patient underwent revision surgery due to a metal allergy. It was reported that the articular surface was exchanged and the metal components remain implanted. It was further reported that no additional information is available.

Manufacturer narrative:
(B)(4). B3; d6b: exact date of revision surgery is unknown however was reported to have occurred in (B)(6) 2024. D10: medical product: unknown persona femoral component size 10: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, five (5) months post-implantation, the patient underwent revision surgery of the prosthesis due to a metal allergy. It was reported that no additional information is available.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. The patient underwent a poly swap due to infection and the previously reported device was not revised and remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; h2; h6; h11. Upon receipt of additional information, this device was determined to be not reportable. The patient underwent a poly swap due to infection and the previously reported device was not revised and remains implanted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.